Event description:
The pt underwent percutaneous transluminal coronary angioplasty (ptca). The cardiologist began arteriotomy closure procedure using a 9 fr predilator, but was unable to obtain a good mark, even after flushing to confirm lumen potency. Suboptimal marking was thought to be related to what was thought to be a side wall stick of the artery rather than the usual position on top of the artery. There was not a lot of pushing or tugging in the effort to obtain marking. The cardiologist chose not to proceed with the pvs procedure and returned the 9fr introducer sheath that had been used in the ptca procedure resulting in good hemostasis. The introducter sheath was pulled later and pressure was held 30-40 minutes followed by compression with sandbags per standard hospital protocol. Approx. 6 hours post-sheath replacement, the pt complained of dizziness. It was noted that the pt had lost a large amount of blood from her groin site and she had developed an arrhythmia. In spite of receiving more than 3 units of blood, the pt expired that evening. It was noted that the pt was very high risk and that the blood loss and resulting drop in blood pressure more than likely caused clotting at the coronary artery angioplasty site resulting in the pt's death. The hospital risk manager stated that there was no indication that the use of the predilator contributed to the event in any way, and no indication that the device in any way contributed to the pt's death. This report is being submitted as a serious injury because of the blood loss several hours after use of a prostar 9 pvs predilator. There is no evidence that the prostar predilator contributed to the subsequent bleed. This report is not being submitted as a death report because the pt's death appears to have been entirely unrelated to the use of the perclose device.